Event description:
Pt was implanted with a four level, c4-7 cervical plate about four or five months ago. In 2009, the pt was taken back to surgery to remove a broken screw and a backed out screw. One of the screws in c4 was broken midway down and the other screw at c4 backed out, both were removed. As surgical intervention occurred, an MDR has been filed to document this event.

Manufacturer narrative:
Screws have not yet been returned for evaluation. Attempting to gather additional info at this time.